Event description:
It was reported by the customer that the pyxis medstation es system was experiencing a considerable delay in processing patient information. A customer indicated a notable lag between the admission of patients to the hospital and the subsequent appearance of their information in the pyxis system. Stated that there was a delay in the dispensing of medication caused by a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was considerable lag in the updates of patient information. A technical support specialist assessed the station and confirmed that the customer was able to resolve the issue on their end. The system functioned as intended after technical support specialist troubleshooted the device.